Manufacturer narrative:
The field service engineer noticed that the customer applied non-optimal handling procedures to reagents, calibrators, and qc material. After changing the reagent, qc, and calibrator, the qc returned to the target values. No further issues were reported after the service visit. All maintenance items were up to date. Sample quality did not seem to be an issue. It is highly recommended that product labeling be strictly followed. The investigation did not identify a product problem. The root cause was due to operator handling issues (reagent, calibrator, and qc).

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with elecsys vitamin d total g3 ( vitamin d total iii) assay on a cobas 6000 e601 module. Sample 1 (patient 1): initial result: 23.3 ng/ml. 1st repeat result: 21.46 ng/ml. On 23-jul-2024 the sample was repeated twice after using the same reagent pack with the same lot number and performing a new calibration. The repeat results were 23.20 ng/ml and 31.96 ng/ml. On 25-jul-2024 the sample was repeated 5 times after loading a new rack pack with the same lot and performing a new calibration. The repeat results were 48.91 ng/ml, 46.93 ng/ml, 47.91 ng/ml, 50.00 ng/ml, and 45.92 ng/ml. On 26-jul-2024 the sample was repeated twice after switching the vitamin d total iii assay to the measuring cell 2. The repeat results were 20.96 ng/ml and 18.46 ng/ml. The calibration failed due to a duplicate error. Sample 2 (patient 2): initial result: 27.86 ng/ml. 1st repeat result: 16.27 ng/ml. On 23-jul-2024 the sample was repeated twice after using the same reagent pack with the same lot number and performing a new calibration. The repeat results were 48.89 ng/ml and 68.27 ng/ml. On 25-jul-2024 the sample was repeated 5 times after loading a new rack pack with the same lot and performing a new calibration. The repeat results were 12.39 ng/ml, 12.65 ng/ml, 13.38 ng/ml, 13.92 ng/ml, and 12.07 ng/ml. On 26-jul-2024 the sample was repeated twice after switching the vitamin d total iii assay to the measuring cell 2. The repeat results were 23.53 ng/ml and 23.69 ng/ml. The calibration failed due to a duplicate error. The repeat results obtained on 23-jul-2024, 25-jul-2024, and 26-jul-2024 for sample 1 and sample 2 were not reported outside the laboratory. Sample 3 (patient 3): initial result: 32.16 ng/ml. 1st repeat result: 53.14 ng/ml. The 1st repeat results were deemed to be correct.

Manufacturer narrative:
The vitamin d total iii reagent lot number was 78688701 with an expiration date of 31-jan-2025. The customer cleaned the reagent probe and performed air purge maintenance. The investigation is ongoing.